Event description:
On (B)(6) 2000 I had operation on left inguinal hernia using marlex mesh. Now I suffer from terrible pain in area of hernia patch and bowel movements seem restricted and abnormal. I am being seen by a surgeon to further evaluate my pain and bowel problems. I have had this pain for at least the past year, and it is getting worse. I have had several CT scans which show fatty hernias in area of hernia patch.